Event description:
This patient has a port placed that was accessed for a CT scan. During this patient's CT scan, the patient was injected with contrast and it was noticed that contrast extravasated into the right side of his neck. After discussion between the patient's oncologist and the interventional radiologist, the decision was made to remove the patient's port. Examination of the catheter revealed a perforation of approximately 50% of the catheter diameter in the midportion of the catheter. Additionally, an ir central venous catheter removal was done on (B)(6) 2023.